Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause can be attributed to misuse, as the needle was loaded into the scorpion when some debris was not cleared out of the handle.

Event description:
It was reported that during a knee arthroscophy surgery the needle broke off inside the instrument. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation is not confirmed. Functional testing was conducted using device ar-12990, serial/batch number (B)(6), and the needle deployed as intended. Based on the available information, arthrex determined the most likely root cause can be attributed to be user-related. It is possible that, during field use, the needle was loaded into the scorpion device without first ensuring the handle was free of debris, which may have interfered with proper function.